Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, a haptic broke while inserting the iol into the eye. The reporter indicates the event may have been due to an error during inserting or loading. The incision was enlarged to facilitate removal and replacement of the iol.